Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 486 mg/dl. The customer was treated with injection. Customer received high blood glucose during the use of the first sensor and stated they removed sensor. The customer was advised upon inserting to check that sensor is fully inserted into skin. The insulin pump will not be returned for analysis.